Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that right brake is not engaging when push to lock is pushed forward.